Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there were multiple o-rings from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded cartridge to address the event. Customer's blood glucose level was 110 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.